Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to difficult to charge as because of an increased charging burden. The patient is doing well post operatively and the device will not be returned as it was kept per facility.